Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open lung procedure. The device was able to fire, made a snap and jammed. There was poor staple formation, it did not make a suture. The central staple line was incomplete. The case was completed using a new reload and stapler. There was no patient injury.